Event description:
Allegedly revised due to pain.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10h05026, h10g12123), with no defects noted. The root cause of the peritonitis was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began peritoneal dialysis treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient experienced hyperglycemia and was hospitalized the same day. On (B)(6) 2010, while hospitalized, the patient developed peritonitis. On (B)(6) 2010, a peritoneal effluent culture was performed and the results were unknown at the time of reporting. Treatment for the hyperglycemia was not reported. Treatment for the peritonitis included unspecified antibiotic therapy. On (B)(6) 2010, the patient was discharged and was recovering from the events of hyperglycemia and peritonitis. Dianeal pd4 ambuflex therapy was ongoing. Per the nurse, the events of hyperglycemia and peritonitis were unrelated to dianeal pd4 ambuflex therapy.